Manufacturer narrative:
A visual inspection of the returned device revealed that the guidewire is missing all of the pebax from the distal tip of the device. No other defects were noticed to the wire. According to the conducted investigation the most likely root cause of this event is procedure related. The pebax detached when it became entangled with the stent struts during retrieval of the guidewire.

Event description:
It was reported to boston scientific corporation in 2008 that a jagwire guidewire was used during a stent placement procedure within the hepatic portal on a female patient three days prior (patient age, gender and weight unknown). According to the complainant, during the procedure, the physician passed the jagwire through a previously placed stent to attempt to place a new stent. The procedure was unsuccessful and upon jagwire removal, the tip became stuck in the original stent in the vessel. The procedure was completed at that time. The patient's condition at the conclusion of the procedure was not reported.